Event description:
It was reported that a malfunction code, malf 12, occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was informed of potential fixes through a software update and was advised to continue using the pump but to call back if the malfunction code appeared again.